Event description:
Prior to event, patient was log rolled, repositioned, and restrained. Patient remained sedated and comfortable. At 0235, the ventilator alarmed and rn entered room and found the patient to be extubated, but with arms remaining at sides, though they were still restrained. Patient bagged with 100% o2 oxygen and placed on afm air flow meter of 100%. Pt tolerated it well. Md was at bedside. At the beginning of the shift, as stated in report, ett holder had been changed and tube was placed to the right side. When rn entered room at 1930, the strap that goes around the ett had come off and tube shifted to other side of the mouth. Ett was reattached to holder and was secured tightly. Ett holder remained secure throughout the night. Due to the patient being diaphoretic, duoderm cheek pads were noted to be slightly loose and device had to be resecured.